Event description:
It was reported that the customer was having weak signal and lost sensor alarms on the insulin pump and the sensor readings were not accurate. The customer's blood glucose was 37 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). This is 3 of 3 medwatch reports regarding this event. Please see medwatches 2032227-2014-61410 and 2032227-2014-61409.